Event description:
It was reported the patient experienced a loss of therapeutic effect. After implant the patient went through 3 programming sessions. After the third programming session on (B)(6) 2013 it was ¿just perfect.¿ however, the therapeutic effect only lasted until (B)(6) 2014. The following day, the patient had to get up to urinate, but could not. The patient inquired about potential reasons for the loss of effect and wondered if it was possible the device was ¿defective in some way or damaged.¿ no falls or traumas were noted, but the patient did lift heavy objects on their own and reached up to their bird feeders on occasion. In addition, the representative reportedly did not explain anything to patient about the programmer and therefore they were not trained adequately and were not comfortable using it. The patient had never used the programmer as their managing healthcare provider (hcp) helped with adjustments. As of the date of the report, the patient noted that their trial from ¿(B)(6)¿ worked ¿perfect,¿ but after the device was implanted they were not getting relief. Never having therapeutic effect was noted. The patient met with the representative in (B)(6) to get the device checked, yet the patient was still unable to urinate. Every three to four weeks the patient was going to the hcp. The day prior to the date of report, the hcp put ¿something¿ in the patient¿s bladder and it worked until ¿6 o¿clock.¿ it was stated the hcp instructed the patient to self-catheterize. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j6, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor and manufacturer representative and their concerns were not resolved. An appointment was noted for (B)(6) 2014. The patient had an upcoming appointment with their doctor on (B)(6) 2014 regarding the concerns they were having with their device or therapy. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va090j6, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from patient reports issues with therapy which was occurring daily. There was no trauma/falls reported that could be related to this issue and no stimulation issue reported related to positional movement. There was no recent medical test or emi environmental exposure. All 2 years she has had nothing but problems with it. When they program her, the stimulation was in her labia. Manufacturer representative reprogrammed her a couple of months ago and part of the stimulation was between her legs but up little bit in the labia. The stimulation and efficacy lasted 4 days and then she had 100% leakage return. Labia pain can get up to a 10 but most of the time it was uncomfortable. When it was first implanted, she was on antibiotics. She took the antibiotics, and her labia started hurting right away. A known side effect of the antibiotic was labia pain but the pain never went away even after the patient took her off of her antibiotics. A month ago her hcp (healthcare provider) reprogrammed her. Patient had turned off the implant on accident. Doctor had to turn stimulation back on. When he turned it back on, she could feel it in her buttock and vagina. A few hours later, the pain was in the vagina again and she had problems urinating. She had retention. She increased to 3.0 trying to urinate. She also had to catheterize. The catheter was sticking out and not in the vagina. The patient has a hard time finding her urethra to get a good catheter. She catheterize at 6 pm every evening. She gets maybe 2 cups out. The day before report date she had to catheterize a couple of times. Eventually, she was able to go and she was able to urinate this morning. She was on 3.2 this morning but it was a little uncomfortable. She had increased to 3.7. Trial was good, fine no problem she had benefited 3-6 months at the most after it was installed. They did send her for x-rays to check for placement. They said everything was fine and in place. Symptoms resolve when stimulation was off. Patient takes rappaflow, an oral medication for urinating. A month ago, once a week, she left messages for manufacturer representative and he never called her back. The patient insisted upon increasing stimulation because that was the only way she can urinate even though she has extreme pain in the labia. Event date was (B)(6) 2013. Prior to the voicemails being left the patient was not clear about what the manufacturer representative was aware of.